Manufacturer narrative:
Device not returned. Battelle staff have reached out to the hcp to explain the mask decontamination process, relay sds information for all chemicals used in the process. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported rash. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.